Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the pump went in reverse flow mode. As a results, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Device not returned.